Event description:
The hosp reported that during an endoscopic vein harvesting procedure, when the vasoview hemopro 2 was hooked up to the t.w. Power supply, the device would not activate and the light was on the t.w. Power supply. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Internal complaint number - (B)(4).